Event description:
Related manufacturer reference number:2017865-2021-32492, 2017865-2021-32494. It was reported that the patient experienced infection. The pacemaker, atrial lead, and right ventricle lead were all explanted. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: the previously reported g3 should have been 12 october 2021 instead of 1 november 2021.